Manufacturer narrative:
The lot number for all the four reported malfunctions was provided, therefore lot history reviews were performed. The devices were returned for all the four malfunctions; however, two medical images were provided and reviewed for one malfunction. Therefore, the investigation for the four reported malfunctions were confirmed for the reported balloon rupture and balloon material deformation. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. (Corporate lot no: redx3996).

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model cqf7584 pta balloon dilatation catheter allegedly experienced material rupture and material deformation. These reports were received from various sources. Four malfunctions were involved with no patient consequences. Of the four reported malfunctions, three were male, however, two male patients weight ranges from 165 to 260 pounds. All four patients ages ranging from 32 to 95 years old. The remaining patient information was not provided.